Manufacturer narrative:
The na electrode lot number was dap with an expiration date of 21-dec-2025. Qc was acceptable. The field service engineer checked the vacuum nozzle and replaced the sipper and the vacuum nozzle. The service actions performed by the engineer resolved the issue. No further issues were reported afterwards. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 4 patients' samples tested for sodium (na) on a cobas pure c303 analytical unit. Sample 1: initial result: 148.9 mmol/l. Repeat result: 141.0 mmol/l. Sample 2: initial result: 150.5 mmol/l. Repeat result: 139.3 mmol/l. Sample 3: initial result: 123.2 mmol/l. Repeat result: 133.5 mmol/l. Sample 4: initial result: 151.3 mmol/l. Repeat result: 141.8 mmol/l. The customer noticed that the initial results were either high or low and repeated the samples. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.